Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. At a later date, the impedance measurement returned to an acceptable value. The patient was in stable condition and will continue to be monitored.